Manufacturer narrative:
D10: concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown literature events: lionel rebibo, m.d., abdennaceur dhahri, m.d., brice robert, m.d. , jean-marc regimbeau, m.d., ph.d. 2023 repeat sleeve gastrectomy: optimization of outcomes by modifying the indications and technique received october 18, 2017; accepted december 28, 2017 https://doi.org/10.1016/j.soard.2017.12.025 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a retrospective study evaluated the outcomes in patients who underwent repeat sleeve gastrectomy performed between june 2007 and march 2016. First group included patients operated on between january 2004 and december 2013 and included use of either manual handle with 3.5-mm blue reloads and 4.8-mm green reloads, or with purple tri-staple reloads. The second group included patients operated on between january 2014 and march 2016 using black tri-staple reloads with a staple line reinforcement. A methylene blue test was always performed at the end of the surgical procedure. There were 46 patients in the study and postoperative complications included: 4 gastric leak and 1 postoperative bleeding. Treatment of gastric leak included reoperation for drainage and endoscopic placement of a double pigtail stent. One patient with bleeding required reoperation with washing and drainage but the source of bleeding was not identified. Extended hospitalization was reported. In the second group, thicker staples and staple line reinforcement was used as the gastric wall is thicker due to postoperative fibrosis and surgical material needed to be adapted. No complications occurred in the group using black tri-staple reloads.